Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection the event of one syringe of juvederm® volbella had ¿the needle dislocated from the syringe¿ and ¿gel went on the patient.¿ no injury to patient, injector or staff reported. The packaged needle was used.